Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer's pump lost power and shut off due to a low battery, preventing confirmation of the fault ID, and while attempting to guide the customer to the pump history area, a new alarm occurred. Technical support arranged for a replacement pump to be sent to the customer. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.